Manufacturer narrative:
On (B)(6) 2016, based on the analysis, it was determined that this event be reported to the FDA. Upon receipt, the lead under complaint was found cut approx. 23.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was cut in the course of the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed a rubbed through insulation at approx. 8 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. Furthermore deformations of the inner and outer conductor coil were observed which most likely were caused by tensile forces applied during the explantation procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Event description:
This device was returned with documentation from an unknown source. Per oos this patient expired on (B)(6) 2015 but the cause of death is unknown. The patient physician had no information. Should additional information be received, this file will be updated. On (B)(6)2016 based on the analysis, it was determined that this event be reported to the FDA.